Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose level of approximately 566 mg/dl and high ketones identified as dangerous but not life threatening by healthcare professional (hcp). The customer attempted to self treat elevated bg by administering a correction bolus via the pump. Upon ER admission, the customer was treated with intravenous fluids of saline and 15 units of insulin. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. The customer was released from the ER same day with no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.